Event description:
Following focused ultrasound treatment for essential tremor, the patient reported speech and swallowing issues.

Manufacturer narrative:
Speech and swallowing issues are known side effects listed in the information for prescribers. This was a complaint received through the company website with limited information and no additional information about this case could be collected from the site.the investigation has not been completed yet. This report will be updated if additional details are received. Note: insightec has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable.